Manufacturer narrative:
Additional information was provided in d.3., d.9., h.3., h.6. And h.10. The lens was returned for evaluation. Solution is dried on the lens. One haptic is broken in the distal area with the broken piece adhered to the posterior side of the optic. Product history records were reviewed, and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge. Information was not provided regarding the handpiece or viscoelastic. Broken haptic damage was observed. All lenses are 100 percent inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The file indicates the use of a qualified cartridge. Information was not provided regarding the handpiece or viscoelastic. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The instructions for use (IFU) instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. Lenses with a 6.5 millimeter (mm) optic diameter may need to be pre-folded for easy entry into the back of the cartridge. Lens may be pre-folded by gently applying pressure to the edge of the lens while holding the central optic with forceps. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. The reporter has not responded to request for follow-up information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported during cataract removal and intraocular lens (iol) implant procedure, during the preparation, surgeon had inserted the lens into company cartridge and noticed that the haptic was broken inside the cartridge with confirmed no patient contact. The lens was replaced with same model lens different diopter and the procedure was completed on same day without any harm to the patient. Additional information has been requested.